Manufacturer narrative:
Batch records for final product manufacture and qc record for (B)(6) were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. Test results from the retention samples from (B)(6) met the qc criteria. The complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation". H6 "adverse event problem" - event problem and evaluation codes such as "investigation. Findings" and "investigation: conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
Invalid result (s). When the customer opened the test cassette package, the t-line was already visible. Customer performed the test because he was not aware there was an issue. After 15 mins the c-line was visible.

Event description:
Invalid result (s): when the customer opened the test cassette package, the t-line was already visible. Customer performed the test because he was not aware there was an issue. After 15 mins the c-line was visible.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.